Event description:
It was reported that during an unknown procedure, the connection between the joint and the jaw fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Device 2 of 2. See MFR's report number 1627487-2010-00146 for device 1. It was reported that a pt with an scs system died.

Manufacturer narrative:
(B) (4) baxter's servipak department was contacted to attempt to obtain possible lot numbers for the homechoice cassette that may have been involved in this incident. The home patient service representative (hpsr) indicated that the patient received a shipment of homechoice cassettes on 10/21/2009 (lot # h09i04079) and on 12/16/2009 (lot # h09j05117). Therefore, a manufacturing batch review was performed for the two lots, finding that there were no issues during the manufacturing process and no deviations from standard procedure.

Manufacturer narrative:
(B) (4). The sample is not available for evaluation.

Manufacturer narrative:
(B)(4).the correct patient gender has been entered.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during a dwell cycle. Gts cleared the error by having the caregiver cycle power. Gts informed the caregiver of the error's meaning. Gts stressed that the patient is fine now and air got into him while he was in a dwell cycle. The caregiver elected to finish therapy with manual supplies. Product surveillance contacted the patient's nurse. She stated she was aware of the system error 2240. The nurse stated the patient was currently off of peritoneal dialysis and was performing hemodialysis. The patient's last peritoneal dialysis therapy was on (B) (6) 2010, as the patient was diagnosed with fungal peritonitis. The nurse further stated the patient's catheter was removed on (B) (6) 2010, and that she anticipates the patient would go back to peritoneal dialysis. The following additional information was received from global pharmacovigilance on (B) (6) 2010: the patient's nurse reported the patient had bacterial peritonitis with a culture positive for moderate brevundimonas and fungal peritonitis and moderate yeast in a (B) (6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy, intraperitoneally for peritoneal dialysis. During a call with baxter customer services on (B) (6) 2010, the nurse reported that on an unreported date, the patient came into the clinic and complained of abdominal pain. On an unreported date, an effluent culture was performed and the result was positive for moderate brevundimonas. The nurse reported that on (B) (6) 2010, the patient returned to the clinic and experienced abdominal pain and another culture was taken which came back as moderate yeast and the patient was diagnosed with fungal peritonitis. On (B) (6) 2010, the patient was admitted to the hospital. The reporter stated the bacterial peritonitis was unrelated to dianeal pd4 ambuflex therapy. The reported rather stated that she believed the peritonitis was caused by the tobramycin antibiotic. No further information was provided.